Manufacturer narrative:
The lead is not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited damage to the lead body, insulation, and terminal end. A revision procedure was performed where this lead was surgically abandoned and a new rv lead was implanted. No additional adverse patient effects were reported.